Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 260 mg/dl. To address the bg level, the customer delivered a correction bolus. The customer was unsure of the cause of the elevated bg level, but reported wearing the pump during a heart computed tomography (CT) scan and was unsure if it had affected the pump performance. Tandem technical support reviewed pump history and did not observe any alerts or alarms. At the time of the reported event, the customer's bg level was within target range.